Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the unit. The problem is isolated to pcba1. Unable to perform the displacement and self tests due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not start up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.